Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold values after the implant procedure. The patient did chest x-ray imaging and was discharged the next day. The health care professional (hcp) reviewed the presenting electrogram (egm) and stated that there could be potential change in the location or movement of lv lead could be pulled back, due to which there was oversensing. Hcp discussed options of checking the lead position of the lv lead. This lead currently remains in service. No adverse patient effects were reported.